Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed the lens was returned cut in two pieces. The condition observed and the way in which the cut was formed is consistent with a lens that has been cut due to ¿iol removal process¿. The reported issue of ¿unexpected postop refraction¿ cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses are measured for diopter power, resolution, and contrast in the miq (measurement iol quality) equipment. The miq manufacturing results were reviewed and found within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zcb00, was explanted from the left eye of a female patient because she experienced a refractive surprise. There was no incision enlargement, vitrectomy, or patient injury post op reported. No additional information was provided.